Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surface of the catheter had bumps on it.

Manufacturer narrative:
Received 6 urethral catheters. The reported event was confirmed as manufacturing related. Per the visual inspection, the exteriors were examined and lumps were found on 4 of the samples. This may have occur during the dipping operation of manufacturing. Per the tactile inspection, the lumps were found to be sharp. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the surface of the catheter had bumps on it.